Event description:
It was reported by the clinician that nonphysiologic oversensing was observed on the right atrial lead. Far field r-wave (ffrw) was also observed and noted by the clinician to be chronic and there were fluctuating p waves. It was further reported that a lead integrity alert (lia) due to high impedance and noise was observed on the electrogram and short interval counts (sic) were present. A confirmed fracture was also reported. Both the atrial and ventricular leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4968-35 lead implanted: 2009-(B)(6); 6937a-52 lead, implanted: 2009-(B)(6). (B)(4)